Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-aug-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the company representative was contacted by the physician today indicating that the patient has a granuloma. The date of the event was unknown. The plan was to explant the catheter. The physician requested the pump off code to stop the pump and the code was provided. They were able to shut off the pump. No further patient complications have been reported as a result of this event.